Event description:
This report summarizes 10 events for the failure: detachment of device or device component. 7 events had problem identified during non-clinical procedure; there was no patient involvement. 2 events had no health consequences or impact. 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 2 devices had investigation types that have not yet been determined. 8 devices were received. Additional information: 10 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99138. Supplemental rationale, corrected data: b5, h1, h6, h11. 10 events were previously reported during the reporting quarter: however, - 1 event was reported in error. - 9 previously reported events are included in this follow-up record. Product return status. 1 device was not available for evaluation. 8 devices were received. Evaluation findings (results/components). 1 device: no findings available / part/component/sub-assembly term not applicable. 7 devices: fracture problem / mount. 1 device: fracture problem / lever. Product disposition. 1 device: product not received. 8 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 9 events for the failure: detachment of device or device component. - 6 events had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had no health consequences or impact. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.